Event description:
It was reported that the patient became hypotensive. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post implant, the patient was admitted to the intensive care unit with low blood pressure. The patient was placed on midodrine to help raise their blood pressure. There were no other complications that were reported to have occurred, and the patient is fully recovered from this event.